Event description:
During a lobectomy procedure, after the firing gear inside the handle broke, the staples malformed. The doctor put some overstitches to close the tissue. There was no patient consequence reported.